Event description:
It was reported that the customer's insulin pump had a series of no delivery alarms for the past four weeks. Spoke to people at the hospital and they stated that the device did not alarm the night before and the customer woke up with high blood glucose. The blood glucose reading was 4.4mmol/l. Assisted the caller to run a fixed prime test and the insulin did exit. Performed the high pressure test and passed. The customer mentioned that the device kept alarming no delivery alarms, but it was solved by changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.